Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-01. H.6. Investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received two used q-syte untis without packaging. Both units have traces of thick dried media. Unit 1 reveals damage to the bottom body male luer connector (polycarbonate) and unit 2 reveals no damage. In addition, three photographs were submitted which revealed similarities to that of the returned units. Through the visual examination of unit 1, the unit reveals breakage with stress marks and cracks at the bottom body (polycarbonate), male luer connector, and the inner portion is broken away. A device history review could not be completed as no batch number was provided. The reported issue was confirmed and is commonly attributed to by incorrect usage or excessive stress and/or extraneous force. Based on the damage and the statement in the report, it is likely that the defect was a result of user error. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was damaged. This was discovered during use. The following information was provided by the initial reporter: when connecting the dialysis catheter of a patient in an auto dialysis unit, the pressure detected was high -> the nurse wanted to remove the bi-directional q-syte valves -> one of the 2 valves on the venous branch of the catheter broke.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was damaged. This was discovered during use. The following information was provided by the initial reporter: when connecting the dialysis catheter of a patient in an autodialysis unit, the pressure detected was high. The nurse wanted to remove the bi-directional q-syte valves. One of the 2 valves on the venous branch of the catheter broke.